Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ complex lesion with severe stenosis and vessel tortuosity). (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ complex lesion with severe stenosis and vessel tortuosity). Inherent risk of procedure (stent deformation). (B)(4).

Event description:
Physician was attempting to implant a resolute integrity drug-eluting stent (3.50mm x 38mm) in a complex lesion in the circumflex artery using a "vstent" (insertion technique). It was reported that the device catheter was damaged during the attempted delivery and the guide catheter, guide wire and stent were removed. Another brand stent of the same diameter and length was used. The device was returned to the manufacturing facility and the stent was observed to be damaged. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 1st distal stent segment was raised and deformed. The hypotube was kinked. The transition shaft was bunched just proximal to the exchange joint. The distal shaft was kinked/bunched in numerous locations. The distal tip was damaged. Image review: the images confirm a complex lcx lesion with severe stenosis and tortuosity. Pre-dilations are performed on the lesion. The v-stenting technique can be seen in the images. There does not appear to be any images of the failed attempts to position the rsint35038x stent. The final cag shows a good result.